Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with complaints of muscle stimulation, right chest wall myopotential, twitching at implant site and nerve stimulation. It was noted on x-ray that the lead had dislodged. It was also reported there was decreased sensing, undersensing and decrease in p wave measurements. It was also noted safety pacing was occurring. The lead was first reprogrammed and later a revision attempt was made. After multiple attempts of repositioning and the lead continuing to dislodge the lead was removed and tissue was noted to be in the helix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.